Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient was hospitalized due to the event of peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for approximately ten days. The cause of the event was not reported. The patient was treated with unspecified drugs (intraperitoneally, drug name, dose, frequency and duration not reported). At the time of this report, the patient had recovered from the event. The action taken with pd therapy was not reported. No additional information is available.